Event description:
Terumo glidewire was being used in veins and graft during thrombolysis of a lue graft. When wire removed, noted that tip of wire was protruding from its hydrophilic coating by approximately 1/16". Wire kept sticking on wall of vessel and did not follow through the vessel as it is supposed to. Wire is supposed to be completely covered by hydrophilic coating.